Event description:
It was reported to philips that the device displayed a 'cannot analyze' ECG error message when the user tried to shock the patient. The patient involved was reported to have not experienced harm or an adverse patient impact.